Event description:
A customer in france reported a malfunction with their device, specifically indicating an issue with code 4-0x20c9. There was no reported impact on the customer's blood glucose level. The customer decided not to return the pump, and no further corrective actions or information on outcomes were available.